Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, no image was displayed caused by a damaged connector. The reported scope communication error could not be reproduced or confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Further evaluation of the device found the rubber adhesive was chipped at the distal end, due to deterioration. Switch button #2 was not functional, due to damage to the switch board. The angulation lock was loose. Several of the device components demonstrated scratches due to external factors. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope communication error e216 was displayed. The error occurred at an unknown point prior to or during a therapeutic procedure. The procedure was completed using a different device. There was no patient or user injury reported due to the event.